Event description:
The event is reported as: wingnut on adaptor disconnected and could not be fixed. Pt was not oxygenated during leak, and it wasn't discovered until staff went to change the aquapak. Requested add'l info, but have not received it yet. Unk if there was pt injury.

Manufacturer narrative:
The device sample was requested but not received yet. The results of the device eval and investigation are not available at the time of this report. A f/u investigation will be sent when completed.